Event description:
As reported, the 59 y/o female patient had right tka on (B)(6)2008. In 2011 it was observed that the patient experienced slight lysis that continue until 2017. In 2017, patient continue experiencing lysis but leak was observed. Then, by 2018 patient had lysis with asymmetry and leak, patient was scheduled to have a revision surgery on 2021; however, patient did not accept because of the pandemic situation. Patient had revision surgery on (B)(6)2023, pathological anatomy reports symptoms compatible with "polyethylene disease". The patient was revised to competitors devices. There was no breakage of the device or surgical delay/prolongation. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to the doctors did not want to provide it.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H2: the revision reported is most likely the result of a combination of osteolysis and prosthesis wear over the course of 15 years of implantation. The osteolysis may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear secondary to malalignment and/or instability of the knee may have contributed to particle-induced osteolysis. However, the contributions of osteolysis, prosthesis wear, and patient-related conditions to the sequence of events cannot be determined as the devices were not available for evaluation. Correction: h6.